Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the outer insulation was breached cut and there was apparent explant damage. It was noted that visual analysis was performed only. (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted and there was apparent explant damage. It was noted that visual analysis was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the outer insulation was breached cut and there was apparent explant damage. It was noted that visual analysis was performed only. (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted and there was apparent explant damage. It was noted that visual analysis was performed only.

Event description:
A device system was returned to the manufacturer with no information. Information obtained indicates the patient died approximately two weeks after system implant. The cause of death has been requested but not received.